Manufacturer narrative:
Sample has been returned to manufacturer, but the results of the investigation are not available at the time of this report. A follow-up report will be sent when completed.

Event description:
The event is reported as: the loop in the heated wire appears to be melted into the circuit. The insulation on the wire appears to be melted off. No pt injury or intervention reported.